Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the user experienced sustained hyperglycemia after unintentionally entering the fill cannula step on the pump, which stopped insulin delivery around dinner, and the meal was not announced. The user later confirmed tubing patency, resumed insulin delivery, and glucose subsequently returned to target range. Reported symptoms included dry mouth. Glucose levels were elevated up to 394 mg/dl for approximately 4.5 hours. No ketone testing was performed, and no medical intervention was required. Outside assistance consisted of a family member contacting support. An investigation was conducted, including review of pump alarm history and remote data. The data showed a high glucose alert and a fill cannula prompt prior to the period of hyperglycemia. The investigation revealed that insulin suspension during the fill cannula step, combined with a missed meal announcement, resulted in inadequate insulin delivery until insulin administration was resumed. Based on previously established findings for similar reports, it was concluded that user-directed suspension during a setup step and a missed meal announcement were the likely causes of the hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.